Event description:
Info received indicated fluid ingress was found in the mattress.

Manufacturer narrative:
Hill-rom tech reported that the ticking was worn due to age and had some small pins holes in the cover. There were no tears or cuts but there was fluid ingress. The hill-rom tech installed a ticking refurb kit along with replacing the percussion and vibration cushion.